Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed multiple ?cannot start pump' messages. Functional testing was performed and the reported event could not be replicated; however, evidence was found in the event history log. The root cause of the reported issue was determined to be the air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an air in line error during tube testing. The event occurred during patient use. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.